Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, after a series of bright flashes on the endoscopic image, it no longer displays any image was caused by damage to the printed-circuit board. The cause of the faulty ap board could not be identified. The cause of the scope detection not working occurred due to poor video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found failure in a circuit board was causing a lack of scope detection. In addition to the reportable malfunction, the top cover crushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that after a series of bright flashes on the endoscopic image, the evis exera iii video system center no longer displays any image. The issue was found during preparation for use. There were no reports of patient harm.